Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion and one curved opening. A microscopic analysis and leak test were performed which identified one sharp opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side valve bond edge assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: b.5, d.1, d.4, d.6b, d.9, h.3, h.4, h.6.

Event description:
Healthcare professional additionally reported "particles in valve." Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.